Manufacturer narrative:
Update fields: b5. This report is being supplemented to provide (a) additional information obtained from the customer and (b) the legal manufacture's finial investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A root cause for the reported event was not established. It was unknown if the end-user inspected the device prior to use. However, it was determined that the end-user conducted the reprocessing of the device according to the device¿s instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the section of the IFU titled ¿preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the device problem was observed during a rectoscope procedure. A component of the device had fallen into the patient but was recovered without any complications. The procedure was successfully completed using the same device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the device evaluation found the rubber glues separated/light guide rod lens cracked/couple device cover, lens scratched/control unit slightly damage, and lastly, the cover is scratched. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unknown procedure, there was debris in the operating channel of the evis exera iii colonovideoscope. It was removed after passing through the biopsy forceps. There were no reports of patient harm associated with this event.